Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The event was manifested by cloudy effluent. The cause of the event was due to a broken twist clamp. The patient was hospitalized for peritonitis. Treatment details were not reported. Action taken with pd therapy was not reported. Seven days after admission, the patient was discharged from the hospital. The patient¿s recovery status and outcome of the event were unknown. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual examination, the occluder feet were observed to be broken. Clamp function, underwater, and clear passage testing were all performed. During leak testing and clamp function testing a leak was noted with the clamp in closed position and no cap attached to the dark blue connector. No leak was noted with mini-cap attached to the dark blue connector. No damage or abrasions noted on the tubing. The reported condition was verified; however, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.